Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that during service the remote alarm failed testing. There was no reported pt involvement.

Manufacturer narrative:
Event date: (B)(6) 2015. Received by MFR date: 08/25/2015. Conclusion / root cause: the broken solder connection on the cn2 pin 3 will caused the remote alarm port not to function. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
It was reported to philips that during service the remote alarm failed testing. There was no reported patient involvement.